Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that there was crack on the battery compartment near the buttons. The customer's blood glucose was 130 mg/dl at the time of incident. The customer reported via phone call that there was crack on the battery compartment near the buttons. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump will be returned for analysis.